Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Captures the reportable event of  fiber broke. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was broken upon removal from the package. According to the complainant, it was noted that laser fiber was broken about twenty centimeters from the tip upon removal from the package. Reportedly, no patient was involved during the event.